Event description:
It was reported that a patient underwent a myomectomy procedure on (B)(6) 2012 and suture was used. During the procedure, the suture detached from the needle. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually evaluated. The needle has a cracked barrel with no suture remnant inside the hole. This is a manufacturing defect caused by overswaging.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2013-04450 and medwatch 2210968-2013-04451. The same patient is represented in each medwatch.